Event description:
Clinical narrative: an impella cp device was inserted into the left axillary artery in a 62-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), a large axillary hematoma developed. The patient returned to the operating room (or) for a hematoma evacuation and surgical washout of the site. During the washout, there was a surgical suture line site bleeding that was found. The patient received two units packed red blood cells (prbcs) and one unit of platelets. It was reported that the hematoma improved following the procedure. The patient continues on support. While on support, the impella functioned at p-7 at 3.0l/min as intended with d5w heparin in the purge solution. Bleeding (access site hematoma) can be attributed to impella's anticoagulation and purge requirements.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.